Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the issues were caused due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the image was shadowy due to foreign material in the optical system, the label on the eyepiece was worn, and the eyepiece funnel was cracked and aging. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope, 10 mm, 30° had an eyepiece funnel that was aging and cracked. The issue was found during regular maintenance. The procedure was completed with a similar device. There were no reports of patient harm.